Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A technician from the facility reported arcuate incisions perforated the endothelium. The technician indicated sutures were required to close the wound and the patient is currently taking an antibiotic and steroid. Additional information has been requested.